Event description:
It was reported that the implantable cardiac resynchronization therapy defibrillator (crt-d) alerted due to low left ventricular amplitude. Review of the presenting electrogram demonstrated a single farfield oversensed event on the atrial channel. In addition, there was one stored episode of atrial tachy response that contained some farfield oversensing. The crt-d remains in service and no adverse patient effects were reported.